Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a gyn procedure, the atlas device would not reopen while applied to the mesosalpinx tissue. A different device was then used to seal the tube and mesosalpinx, and the tissue was divided and freed from the atlas device. The atlas device was then removed from the surgical field. There was no injury to the pt.